Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "suspicion of rupture based on positioning and the way they feel rupture and firmness, and pain noticed on and off". This record is for the left side. The device remains implanted.

Event description:
Healthcare professional reported "suspicion of rupture based on positioning and the way they feel rupture and firmness, and pain noticed on and off". Healthcare professional later reported "implant not damaged/ruptured upon explantation". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b.